Event description:
It was reported that oversensing and high impedance was observed on the riata lead. The lead was replaced and the patient's condition was good after the procedure.

Manufacturer narrative:
(B)(4).